Event description:
According to the complainant, a prolieve thermodilatation kit was used for a benign prostatic hyperplasia (bph) procedure in 2007, (patient age and weight are unknown). The patient experienced the anticipated ae, incomplete urinary retention, 3 days following the procedure. Per the complaint reporter: "the patient stated he was not voiding for eight hours in the following two days. In the next day, patient went to the ER and was catheterized as one litre of clear urine was removed from patient. Patient was discharged. Patient is doing well. He was at the ER for about five hours and later discharged. Action taken: urinary catheterization. The patient's prolieve procedure was successfully completed. Patient outcome; resolved in 2007.

Manufacturer narrative:
The lot number for the prolieve thermodilatation kit is not known; therefore, the device manufacture date and expiration date cannot be determined. The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed. Device discarded.